Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported against left side deflation, "skin rash", "bruising", "device migration", textured to smooth exchange due to concern about the product". Patient also reported "skin cancer", "rheumatoid arthritis", and "connective tissue disorder" which are non-device related. Device remains implanted.